Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This complaint has been reported under 0001822565-2023-01316 and 0001822565-2023-01650.

Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This complaint has been reported under 0001822565-2023-01316 and 0001822565-2023-01650.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, e1, e2, e3, g3, g6, h2, and h10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01315 and 0001822565-2023-01316. D10 medical devices: unknown tibial tray catalog#: ni lot#: ni. Unknown tibial insert catalog#: ni lot#: ni . Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Hospital the revision occurred at: (B)(6) hospital. (B)(6).

Event description:
It was reported that patient under a right knee revision due to loosening and device migration. Attempts have been made and no further information has been provided.